Event description:
Information was received from the patient representative (rep) and patient via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient felt like the drug was pooling in her back at night and then when she moves it felt like a bolus of drug was delivered from the pool.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6). Implanted: (B)(6) 2022, product type catheter product ID: 8598a, serial# (B)(6), implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 13-oct-2024, UDI#: (B)(4) ; product ID: 8598a, serial/lot #: (B)(6), ubd: 19-nov-2022, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.